Event description:
It was reported patient underwent a total hip arthroplasty in the mid 1990's. Subsequently, patient was revised on (B)(6) 2013 allegedly due to elevated metal ion levels. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date implanted - mid 1990's. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05695 / 05696).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the parts were measured and the size of each was found to be within print specification. Roundness of the cup was found to be slightly out, but this could be caused by the removal process.